Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by symptoms of abdominal pain, cramping and not feeling well. The cause of the peritonitis event was unknown. On the same day as the onset, the patient was hospitalized for the peritonitis event. On unreported dates during hospitalization, the patient received unspecified antibiotics (intravenous and intraperitoneally, doses, durations and frequencies not reported) for peritonitis. The patient was discharged from the hospital after six days. The patient recovered from the peritonitis event after twenty days. The pd therapy was ongoing. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.